Event description:
It was reported that during the implanting procedure, after slitting physician found the lead was not in an ideal position. One more sheath was used during the procedure. The physician re-implanted the same lead again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).